Event description:
It was reported that this left ventricular (lv) lead was prolapsed into the subclavian artery. Subsequently, a revision procedure was performed and the lv was surgically abandoned and replaced. No additional adverse patient effects were reported.